Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was powering off during use. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012, and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2012, at an unknown time. She claimed the subject meter would intermittently power off during use and other times it would work. The patient advised the mss that at the time, she was managing her diabetes with metformin pills 2x per day, 6 units novolog insulin at each meal time and 10-12 u of lantus insulin 1x per day and continued with her fixed doses of medication after the alleged issue occurred. She claimed on (B)(6) 2012, at an unknown time, she developed symptoms of "dizziness, nervousness and generally did not feel well." She attempted to check her blood glucose immediately at the onset of her symptoms but she was unable to obtain a reading due to it powering off. She contacted the emergency medical services (ems) and when they arrived they took her to the hospital. She couldn't recall if they checked her blood glucose upon their arrival. The patient could not specify the date/time she was last able to test on the subject meter and reported that she did not use any other device for testing. She claimed when she arrived at the hospital, her blood glucose was tested using an hcp meter (unknown brand) and reported that it was "very high" with no specific values given. She was reportedly treated by an hcp with humalog insulin unknown dose. She reported that she was also being treated for bronchitis and pneumonia at the hospital. She reported that she was in the hospital for one month. She informed the mss that the doctor has since increased her medications and added humalog as part of her daily insulin regimen due to her a1c being very high (unknown result). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Per the patient, the battery was recently replaced according to the user guide specifications, but the allege disuse remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention for an acute complication of diabetes from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.